Event description:
It was reported that during a gastric bypass procedure, the devices were shooting clips side ways. It is unk if they required a third device to proceed. No pt consequence was reported.

Manufacturer narrative:
Date sent: 06/11/2008. Info anticipated, but unavailable at this time.